Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer leaking stat-lock arterial line device. A newly inserted arterial line stat-lock device was noted to have blood backing up and leaking on the pillow. Upon switching to a new line, noted a crack in the tubing where blood was leaking from. Product issue with cracking causing blood to back up into tubing, inaccurate blood pressure, switched to new stat-lock with no issues. There was no serious injury reported. Delay in patient care as device would have been required to have been replaced.